Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check (puc). There was no patient involvement. After troubleshooting and discussions with the manufacturer, the complete ventilator was returned for further investigation. The evaluation of received device logs shows failed puc pressure transducer tests. The generated test failures indicate a problem with the expiratory valve coil. The device logs contain data from the troubleshooting on (B)(6) 2022, and forward. (B)(6) will be used as the date of event. The ventilator was investigated by the return department. The customer's error description could be reproduced, the cause of the error was intermittent contact in the voice coil, which could be determined by touching the voice coil contact cable. After the expiratory valve was replaced, the ventilator passed all functional tests and was returned to the customer.